Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116216. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
During the patient's ipg replacement on (B)(6) 2025 it was discovered that the patient's lead had migrated, and the lead was pulled down to its original location during the procedure. The investigation was unable to determine which lead attributed to this issue.